Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Additinal contact details: (B)(6). It was being reported that during installation the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "upgrading of the sw b.17" where the unit had been failed during the installation of a pump. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and also further troubleshooted the unit and the problem was found to be in the executive processor pcb. Then the fse had removed and further replaced the "d670-00-0770" - pcba, exec processor and also further reassembled the unit and downloaded b.17 sw and performed all the functional checks per manufacturer specifications. The unit had passed all the tests and is now ready for the clinical use. There was no involvement of the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during install by the getinge field safety engineer (gfst), the cardiosave intra-aortic balloon pump (iabp) failed sw b.17upgrade. There was no patient involvement.